Event description:
It was reported that an ilet insulin pump displayed a higher remaining insulin volume than was actually in the cartridge and did not deliver insulin after the pump was accidentally rewound and the tubing was not properly primed, resulting in elevated glucose. Customer care provided support that included review of device reports and real-time technical support. Investigation of this case revealed that insulin delivery was interrupted due to unprimed tubing following an unintended rewind. No clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and user education, with insulin delivery restored after proper tubing fill and reconnection. It was concluded that the event was due to use-related priming error with cause of hyperglycemia otherwise unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.